Event description:
While the abbott field service rep (fsr) was at the customer facility to replace failing axsym spring cover lift mechanisms, the fsr was informed by the customer that a third shift tech was hit in the head by the falling axsym processing cover. The tech was bruised at the point of impact. No serious injury was reported.